Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 47-year-old patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported the patient had asystole and then ventricular tachycardia/ ventricular fibrillation (vt/vf) and was shocked. The rhythm was corrected and echo at bedside showed that impella was against the wall and orientation not toward apex. Attempted to torque but unsuccessful. Pump had to be pulled back to 3cm. Pump remained on for support for over 4 days and was explanted.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. D6a and d6b revised from the initial manufacturer device report 1220648-2023-03640 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2023-03640 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2023-03640 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2023-03640. H6 component code revised from the initial submission in accordance with updated procedures.